Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The device was found out of specification with respect to the "system error 105 alarms," and the alarms were confirmed through review of the event history log. System error 105 was caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.